Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor electrode was missing during insertion. When the customer pulled the needle shaft, the electrode got stuck on the plastic piece of the sensor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was stuck to the adhesive tape noted during our visual inspection. The introducer needle was inspected for burrs, hooks and dull needle tip found the introducer needle failed per specifications.